Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The consumer's son states the left drive wheel came off of the chair while his mother was in the chair.